Event description:
It was reported to philips that system's wireless footswitch and charger were defective, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint and conducted a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The issue with wireless footswitch was raised by customer, which was caused by improper handling by the customer. The issue was resolved after replacing the wireless footswitch and its charger and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario were the wireless footswitch failed due to improper handling is considered not reportable. The codes have been updated based on the investigation's outcome.